Manufacturer narrative:
Lot numbers-codes were chosen as the lot number(s) of the samples were not reported. Device evaluation: two bivona devices were returned for investigation in used condition without their original packaging for evaluation. The sample was visually inspected and no discrepancies were found. A leak test was performed and when inflating the first unit with air, it was seen that the cuff inflated, but a part was not uniformly. The cuff was then manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. The second sample passed the inflation/leak test with no issues. Both samples also passed leak tests after being submerged under water and the airway line was manipulated. The assembly process was also reviewed using thirty two (32) units finding no discrepancies. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was not confirmed. No fault was found with either of the returned samples.

Event description:
Information was received that a smiths medical bivona flextend tts pediatric straight neck flange tracheostomy tube was noted to be leaking. The patient's mom was put 3.5 ml of water in the cuff and heard a leak. When she checked again, there was 2.4 ml of water in the cuff. No adverse patient effects were reported.